Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash on his back under the lifevest. He reported that it was itchy and his nurse indicated that it looked like a yeast infection. During a follow up the patient reported that the rash had not improved but that he suspected the rash was due to his medication. The final medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention. There was no alleged device malfunction associated with the irritation.